Manufacturer narrative:
We inspected two opened/used partial enlite sensors and found both sensor cannulas retracted inside sensor base. We were unable to confirm customer received sensor in said condition due to customer returned sensor opened/used. We were unable to confirm insertion complaint due to customer returned sensors only. No insertion needles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that one of the sensors was missing the cannula. Customer's blood glucose was unknown. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.